Manufacturer narrative:
Patient height reported as 65.5 inches. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware removal revision surgery was scheduled and performed due to pain. Patient was implanted with hardware on (B)(6) 2015 during open reduction internal fixation (orif) of trimalleolar fracture of right ankle. The hardware was removed on (B)(6) 2015. This is report 3 of 5 for (B)(4).